Manufacturer narrative:
During an internal review on april 23, 2019, it was noted that ¿. Manufacturer address street line 1¿ . Manufacturer site addr. Street line 1" on the 3500a initial report needed correction. It was initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, ¿manufacturer address street line 1¿ and ". Manufacturer site addr. Street line 1" have been re-populated. Manufacturer's reference # (B)(4).

Manufacturer narrative:
On 4/3/2019, it was noticed that expiration date and device manufacture date  fields were inadvertently left blank in the initial 3500a submitted to FDA. The fields have now been filled in appropriately. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an unknown procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and it was described that during the flushing of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the hemostatic valve to air bubbles were formed in the hub. The device was inspected, and no damage was observed. The device was connected to the cool flow pump and no bubbles or alarms were observed during the test, the device was irrigating correctly, and no water leakage was observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 00001068 number, and no internal actions was found during the review. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and it was described that during the flushing of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the hemostatic valve to air bubbles were formed in the hub. This issue occurred while the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inside the patient. The biosense webster, inc. Product analysis lab received the product for evaluation on march 25, 2019, and it was noted that upon initial visual inspection, there was no physical damage identified. The issue of air flows back into the side port is considered a reportable event.